Event description:
It was reported that pump touchscreen was cracked and shattered after customer sat on pump, leaving screen illegible and unresponsive so customer could no longer interact with pump. Customer¿s blood glucose level was reported as high due to this issue, although specific value was unknown. Customer gave correction insulin by injection and used backup insulin pump, did not require help from another person, and was advised to let battery fully deplete before returning damaged pump to tandem; technical support confirmed shipping details, arranged replacement pump under warranty with updated software, instructed customer to return damaged pump within 10 days, and advised customer to program pump settings and connect cgm on replacement pump.